Manufacturer narrative:
H6 investigation summary: this complaint alleges a failure on a mgit 960 instrument (p/n 445870, s/n (B)(6)). A false negative result was reported on the instrument. A field service engineer (fse) arrived onsite to inspect the instrument. The fse checked the detector movement function, sensor status, reviewed error log data, checked voltages, temperature, blower fan function, sound, led, air filter, drawer position sensor. Calibration tube expiration dates were checked. Drawer rails were lubricated. The instrument was found to be functioning as expected. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. The root cause is unknown at this time. This is an unconfirmed failure of a bd product. Complaint history for results was reviewed for the month of january. The upper control limit was not breached, and trends were not identified associated with this defect. No new trends, risks, or hazards were identified as a result of this complaint.

Event description:
It was reported that bd bactec¿ mgit¿ 960 system results came back negative for one tube but were expecting positive. The following information was provided by the initial reporter: it was possible to visually check whether m.avium grew on the mgit tube, but the results were reported negative on the mgit960 equipment. The customer told me that this has happened many times before. The same sample of the same patient was cultured in three tubes at the same time, and two tubes were reported as positive results, confirming that the tubes reported as negative as a result of afb stay were also positive.

Event description:
It was reported that bd bactec¿ mgit¿ 960 system results came back negative for one tube but were expecting positive. The following information was provided by the initial reporter: it was possible to visually check whether m.avium grew on the mgit tube, but the results were reported negative on the mgit960 equipment. The customer told me that this has happened many times before. The same sample of the same patient was cultured in three tubes at the same time, and two tubes were reported as positive results, confirming that the tubes reported as negative as a result of afb stay were also positive.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Initial reporter phone: (B)(6).